Event description:
It was reported that the patient presented remotely with the right-ventricular (rv) lead exhibited r-wave amplitude variation. No information was made available on resolution performed and the patient condition.